Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when a right ventricular lead was placed into position, the physician had difficulty extending the helix. The patient had heart disease before the surgery. The lead was removed and the physician implanted a second lead. During the procedure, an acute left ventricular failure occurred which resulted in surgical termination. The second lead was also not implanted. After the rescue, the patient cardiac function and stress state were significantly improved and began to return to normal.